Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2016 and includes: the only revised product was the liner. Infection is confirmed but results are not available. The explant will not be returned batch review performed on 27 july 2016. Lot 148396: (B)(4) items manufactured and released on 21 september 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision of the liner due to early infection.